Event description:
Patient experienced failure of the apex modular hip stem due to pin breakage. Right total revision hip surgery was performed on (B)(6), 2010. The neck, stem and ceramic head were replaced. Patient is currently recovering from procedure. Date of primary implant surgery: (B)(6), 2004.

Manufacturer narrative:
Additional mechanical tests were performed on similar devices.